Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via social media that the customer experienced low blood glucose. Customer's blood glucose was 47 mg/dl at the time of incident. The details of the low event was not provided. The insulin pump will not be returned for analysis.